Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (150-200s mg/dl). Insulin injections and a bolus via the pump were used to address the bg level. The customer did not know the cause of the bg level. The customer had changed the pump supplies multiple times and was using a new vial of insulin. A pump system check was performed and no device issues were identified. Tandem customer technical support (cts) followed up with the customer and the bg level had dropped to 161 mg/dl. The customer thought that the pump basal rate or correction factor setting may need to be adjusted. Cts advised the customer to discuss the high bg events with a healthcare provider.